Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (62 mg/dl). Reportedly, the pump settings needed to be adjusted. Customer addressed low bg levels with juice and crackers. Recommendation was made to discuss diabetes management with customer's health care professional.